Manufacturer narrative:
(B)(6). With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, and multi organ failure, and cardiac arrest are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient had stabilized from implant and was sent to hospital's inpatient rehab floor. Patient had only been on rehab floor a few days when on (B)(6) 2017, the patient went into pulmonary arrest (pa). It was stated that the rehab nurse heard low flow alarms sounding, and ran in to patient's room, where she found patient arresting. Patient was transferred to the cardiovascular intensive care unit (cvicu) on (B)(6). It was stated that the clinical team spoke with family and it was decided to withdraw support on (B)(6) 2017, where patient expired shortly thereafter. Clinical team relates cause of death (cod) to be related to multisystem organ failure (msof), and is not stating that expiration is due to any issues of the pump. No autopsy was performed; therefore, pump is still implanted and will not be sent back. Site has disposed of peripherals. No additional information available.